Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not available for evaluation.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer did not follow the proper air removal techniques when filling cartridge. Clinical support educated the customer on the proper air removal techniques. Customer's blood glucose level was approximately 84 mg/dl. Multiple cartridges and multiple syringe needles were changed to resolve the issue.